Event description:
This report is being filed upon notification from our mr MFR in foreign country, to submit this incident that occurred in another country. The pt had a mr exam. The pt was scanned with the synergy cardiac coil for a prostate examination. Immediately after the scan, a burn with a 6 cm blister appeared on the right side of the abdomen. No treatment was given.